Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Patient called back and stated that they were still having difficulty with their therapy. Patient said that they called before and spoke with a woman to help them change program but they were still having urgency and they requested to speak to a supervisor. Patient said that they called them back but was told to call the patient services number. Patient stated that yesterday, they squatted to bushes and started wetting their pants before they had a chance to pulling it down. Patient said that they had been on program 6 with stimulation set to 2.5 but they had a lot of breakthrough and tingling too much in their vagina which was somewhat uncomfortable. Patient said that they changed program to 7 and set stimulation to 2.0 and now the tingling seems a lot less and right now it seems okay. Patient said that they talked to their doctor about the therapy issue and the doctor told them that if we refused to help the patient, the patient should report to medicare. Patient said that they will stay on this program and will monitor the symptoms. The patient stated that their hcp implanted the current ins much deeper which has made it more difficult to get the communicator to find the ins.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Patient reported they have not noticed any improvement in their symptoms since they got the device implanted and now they were having a dull pain in their vagina. Patient mentioned that last time they spoke with agent, they told them what adjustments to do. Agent asked if they remember speaking with manufacturing representatives (rep) and the patient replied that they remembered one of them.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-mar-06, it was reported that the new device doesn't seem to be helping much and they were having urgency problems. Patient said they increased the stimulation but they were still having problems a little bit. Agent asked patient if they felt any improvement since the new replacement implant and patient stated they had high hopes because this was their second one. Patient mentioned they were not sure if something happened to the battery or whatever but it stopped working and they did not have any bladder control and bowels. Agent reviewed with patient that it takes a few days for their body to get used to the new implant even if it was a replacement one. Agent advised patient to give it a few more days to see if 1.8 will work better for them. Patient was redirected to healthcare provider (hcp). The patient reported that their baseline symptoms returned and they lost therapy benefit. They also reported fecal incontinence. On 2025-mar-10, additional information was received from the patient. Patient called again because they still don't have any symptom relief. Patient has not spoken to their hcp so agent advised to do so. On 2025-apr-16, additional information was received from the patient. The reason for call was that they called earlier in the week because the unit wasn't working. Patient stated that they spoke to a manufacturing representative (rep) who helped them adjust the program but they didn't think it's working at all because they have no control whatsoever. Agent asked the patient if they had noticed any improvement in their symptoms since the device was implanted. Patient said that they weren't getting hardly as much response as they did so that's why they called manufacturer. Patient mentioned they had a fall that could have damaged the therapy. Patient tried to connect to their settings during the call and saw that they were on program 6 at 2.0. Agent reviewed therapy expectations and programming considerations with the patient. Patient mentioned that a rep previously helped to change the settings of the therapy and wanted to change them again. The patient was redirected to their hcp to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urina ry/bowel dysfunction. It was reported that they were tired of pooping themselves; they had no bowel control. Patient added they had been increasing intensity based on what they saw on the manual and they guess they took it up to the top of the range because they got the maximum reached message but that's what they had to do to feel it and it turned itself off and then they tried again and put it down lower and it turns itself off; they also changed the program and still haven't seen any improvement. Unable to connect to the ins to confirm therapy was on. Reviewed with patient it might take some time to find the most optimal setting that helps them control symptoms and that it's recommended to discuss adjustments with healthcare provider (hcp) and not to adjust it too often. Redirected to hcp to further address issue. Patient mentioned they already tried to get in touch and were redirected to manufacturer representative (rep) on their settings. Emailed rep. The rep replied back stating that the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient stated that they were not getting any relief from the device. The patient said they have been making adjustments but doesn't have a clue what they are doing. The patient said they try different things then wait to see if they get relief. The patient said they have tried changing programs and adjusting the amplitude. The patient said they have urine running down their leg and were having accidents. The patient said the lead was checked and it is in the correct place. The patient said the device works then stops working. Reviewed patient services (ps) roll and patient said they know how to adjust the settings. The patient said they don't know what program they were on originally. The patient said they saw the healthcare provider (hcp) and the hcp didn't know anything about the device and advised the patient to contact manufacturer representative (rep). Reviewed option to make an appointment w/ hcp and request a rep be at the appointment. Patient said they are going to file a grievance w/ medicare and ended the call.